Event description:
I had essure birth control implanted in late 2007. Procedure was painful but lived through it. I began to notice some changes but again dealt with it and it seemed to not be overly serious. Major problems began a little over years ago, when I noticed lots of bloating, abdomen, joint pain, painful periods and intercourse, as well as orgasms. My hospitalization was due to infection from surgery due to removal of essure.